Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent ¿3 or 4¿ attempted scs (spinal cord stimulation) implant surgeries. It was stated that ¿they tried to put scs in me, they had a hard time¿. It was stated that the system was ¿not totally out¿ because the surgeon (hcp) said ¿she would go in there and cut and put it in there and try it but it was a bigger procedure¿. It was noted that the patient had ¿a lot of nerve damage from the surgeries¿. It was noted that the patient currently had an infusion pump for pain.